Event description:
The account's biomed stated when pressing reverse trend, it will start to lower and then stop and never go into reverse trend. All other functions work.

Manufacturer narrative:
Technical support instructed the account's biomed to check voltage at p15 9-ground and he received correct voltage when the function was pressed. Recommended replacing logic board. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.